Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported no signal output from the video system center during a diagnostic colonoscopy. The procedure was cancelled due to the issue. Follow-up requested for procedure details and patient outcome due to cancelled procedure, but no information has been received as of date. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the video system center had no image due to printed circuit board failure. Olympus will continue to monitor field performance for this device.